Event description:
A customer contacted baxter's technical service center to report an increased intraperitoneal volume (iipv) with the homechoice (hc) machine. The caregiver (cg) stated that the patient felt bloated after therapy had completed. The home patient (hp) manually drained approximately 3100ml. Hp's fill volume was 1800ml. The last fill volume was 1500ml. The technical service representative (tsr) will swap to have hc evaluated. During follow up with the cg, the cg advised that the patient tends to absorb some solution. The patient received another cycler the other day, which seems to be working very well. The cg also stated that the hc was draining out 85% previously and is now set to drain 90%. The nurse confirmed that the patient's largest prescribed fill volume is 1800ml. The nurse is not sure what may have caused the patient to drain 3100ml, however, she states it may have been positional. Additionally, the nurse states that the patient knows how to bypass so he may have bypassed a drain cycle. Furthermore, the patient resumed therapy without any medical intervention / patient injury.

Manufacturer narrative:
(B) (4) the reported condition of a flo-gard infusion pump with failure code 23, which interrupted a patient infusion, was confirmed during product evaluation. This condition was caused by a defective sensor printed circuit board. However, the owner of this device refused the cost of repair estimate, and the pump was returned to the owner un-repaired.

Event description:
The facility reported a flo-gard infusion pump with failure code 23, which interrupted an infusion of lactated ringers solution on an eight year old male dog at an animal hospital. The intended infusion was 150ml of lactated ringers solution being infused at 30ml/hr for 5 hours. The pump was swapped out with another device and the infusion resumed. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B) (4) the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.